Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the infinity m540 monitor disconnected from the infinity medical cockpit c500 during a patient cardiac procedure and the m540 monitor was swapped out as a result. Although an interruption in patient monitoring occurred, no adverse patient impact was reported.

Manufacturer narrative:
A draeger technician went to the facility to retrieve the cockpit and the m540 logs for the date and time of event. The log analysis confirmed the disconnect, but the exact root cause could not be identified. The entire iacs system was requested with both the c500 and the m540 for analysis. The iacs system was connected to the draeger internal network for testing and no observable disconnect occurred in the two months running an ECG and waveform simulation. The customer was sent a replacement iacs system which was confirmed to be working according to manufacturer's specifications.

Event description:
It was reported that the infinity m540 monitor disconnected from the infinity medical cockpit c500 during a patient cardiac procedure and the m540 monitor was swapped out as a result. Although an interruption in patient monitoring occurred, no adverse patient impact was reported.